Manufacturer narrative:
(B)(4).

Event description:
It was noted that catheter removal difficulties and shaft break occurred. The target lesion was located in a coronary artery. After a non-bsc guidewire crossed the lesion, a 2.50mmx15mm apex¿ balloon catheter was advanced for dilation. However, the device encountered difficulties in advancing over the wire and it was noted that the catheter became stuck on the wire. When the balloon catheter was attempted to remove from the wire, the shaft was broke while outside the patient. The physician had to remove the wire as the fractured shaft was locked on the wire. The lesion was rewired and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an apex balloon catheter device in 2 pieces and an unidentified wire. The wire was measured with snap gauge. The balloon was loosely folded and the wire was locked onto the catheter. Microscopic and tactile inspection revealed numerous kinks in the hypotube of the device. There outer shaft was stretched 12mm, 3mm distal of the exit notch. The shaft was separated less that 1mm proximal of the exit notch. The separated ends were jagged and the outer shaft was stretched which indicates the separations was due to tensile overload. Microscopic inspection revealed damage to the tip of the device. Microscopic inspection found no irregularities or defects with the bond of the device. The inner diameter (ID) of the wire lumen was measured at both ends with a calibrated pin gauge set and is within specification. The inner was buckled, starting 4mm from the tip of the device, for a length of 6mm. The inner shaft was also stretched for more approximately 20mm. Functional testing could not be executed, due to the condition of the device and the wire firmly stuck in the balloon catheter. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was noted that catheter removal difficulties and shaft break occurred. The target lesion was located in a coronary artery. After a non-bsc guidewire crossed the lesion, a 2.50mmx15mm apex¿ balloon catheter was advanced for dilation. However, the device encountered difficulties in advancing over the wire and it was noted that the catheter became stuck on the wire. When the balloon catheter was attempted to remove from the wire, the shaft was broke while outside the patient. The physician had to remove the wire as the fractured shaft was locked on the wire. The lesion was rewired and the procedure was completed. No patient complications were reported.